Manufacturer narrative:
The customer has not sent in the product for investigation. We will perform a follow-up as soon as the product arrived and the findings have been completed.

Event description:
Distributor informed our service department on the 30th of january that one of our prodcuts was involved in a case where a laceration occured.